Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2010-03077. The patient received an scs system, including a surgical lead and an ipg, on (B)(6) 2010. The patient presented to the emergency room reporting drainage from her scs implant site. Examination of the patient confirmed an infection. The scs system was explanted and not replaced. The explanted products were returned to the manufacturer for analysis. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: a review of the DHR found a non-conformance related to the product, however, the non-conformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Functional testing was not performed as the complaint of infection could not be confirmed by such testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.